Event description:
A distributor reported a cartridge alarm event on a pump in sweden. The pump's alarm indicated a malfunction during the loading process, causing a recurrence of the issue. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support assisted in loading a new cartridge, but the problem recurred, prompting the decision to replace the pump. The customer was advised to use multiple daily injections (mdi) as backup therapy to ensure uninterrupted insulin delivery and was instructed to return the faulty pump with a pre-paid label within 10 days, following proper storage procedures.